Manufacturer narrative:
MDR 2183456-2019-00035 has been filed past the 30-day timeframe. Through the 2019 FDA inspection, it was identified that while ad-tech was evaluating reportability for actual events in which death or serious injury had occurred, ad-tech had failed to submit events in which a malfunction was reported and could result in a serious injury if the event were to recur. As part of the investigation, a two (2) year retrospective review of complaints was performed to determine which complaints required submission of an MDR. MDR-2183456-2019-00035 was submitted as a conservative measure due to the recalls tied to this issue.

Event description:
On (B)(4) 2018, an ad-tech clinical specialist received a phone call reporting that a drill sleeve guide fused with the drill bit. There was no patient injury reported.